Event description:
A report was received that there was a mild tenderness at the surgical scar. It was noted that the generator insertion site had an area that was open and moist with yellowish drainage which was slowly oozing. The patient was prescribed antibiotics. The physician believed that the infection was related to patient compliance. The patient underwent an explant of the ipg due to infection. It was also reported that the lead will be explanted once the infection clears up.

Manufacturer narrative:
Additional information was received that the physician opted to leave the leads inside the patient instead of an explant.

Event description:
A report was received that there was a mild tenderness at the surgical scar. It was noted that the generator insertion site had an area that was open and moist with yellowish drainage which was slowly oozing. The patient was prescribed antibiotics. The physician believed that the infection was related to patient compliance. The patient underwent an explant of the ipg due to infection. It was also reported that the lead will be explanted once the infection clears up.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm the explanted device was not returned to bsn as it was discarded by the medical facility.